Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a flail and a rotated. There were difficulties visualizing the valve and leaflets. An xtw was inserted and grasping was performed. It was noted that the grasping was difficult. While repositioning the clip, the clip became stuck on the posterior leaflet and was unable to be removed. The physician decided to forcefully pull the clip back into the atrium, but was unable to retract the clip back into the steerable guide catheter (sgc). The physician then removed both devices at the same time. The clip opened slightly and then detached from the delivery system, only being attached to the lock line. A snare was then introduce to remove the clip. The clip detached from the snare was embolized to the left side of the heart. The patient was then transferred to heart surgeons and underwent a valve replacement. There were no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty removing the device from anatomy appears to be related to procedural conditions (clip caught on posterior leaflet during grasping). The reported difficulty removing the cds through the sgc appears to be related to procedural conditions (tissue likely caught in clip). The reported positioning failure appears to be related to procedural conditions (challenging patient anatomy, poor imaging). The reported premature activation, tissue injury, and mitral regurgitation appear to be cascading events of the troubleshooting performed to remove the system from anatomy. The reported poor imaging is related to challenging patient anatomy (rotated heart), per case details. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.